Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the unit arrived reporting multiple ambient errors. Checked the log file to notice that the errors appeared after a preoperational check was successfully completed. Powered unit on with no errors appearing. Ran through the preoperational check before starting the ventilation and left running 30+ minutes, with 21% oxygen, before powering down and running o2 sensor test, blower perssure test and o2 mixer test, which all passed. Cycled power and ran in ventilation mode for another 30 minutes but unable to replicate the errors.